Manufacturer narrative:
Per tandem's user guide: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time.

Event description:
It was reported that the pump was submerged in water, and subsequently a malfunction alarm occurred. Customer's blood glucose level was 191 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.